Event description:
A customer complained that two lower than expected vitros phyt results generated from diluted samples were obtained from a single patient sample using vitros phyt slides on a vitros 5,1 fs chemistry system. Vitros phyt results: 40.2ug/ml and 38.4ug/ml vs. Expected 50.4 ug/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action. Affected patient results were not reported outside of the laboratory. There was no allegation of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation confirmed that two lower than expected vitros phyt results generated from diluted samples were obtained from a single patient sample using vitros phyt slides on a vitros 5,1 fs chemistry system. The assignable cause for the event could not be determined; however, an instrument related issue is the most likely cause of the event. A vitros crbm within-run precision test, used to assess instrument performance, was outside of acceptance criteria, indicating the vitros 5,1 fs instrument was not performing as intended. In addition, pre-analytical sample handling or a sample interferent could not be ruled out as contributing factors.